Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hypertension. Previously administered products included for an unreported indication: oral contraception from 1992 to (B)(6) 2002. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female and low back pain as well as amlodipine since 2000 and penbutolol sulfate (levatol) since 2000. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (general abnormal bleeding)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, back pain, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discripancy note: hsg test done which confirmed that the essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (per pfs) current weight 251 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Case became incident. Event pelvic pain made serious incident. Date of removal of essure was added. Event genital haemorrhage was updated to nonserious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic area') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and hypertension. Previously administered products included for an unreported indication: oral contraception from 1992 to (B)(6) 2002. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female and low back pain as well as amlodipine since 2000 and penbutolol sulfate (levatol) since 2000. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (general abnormal bleeding)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bi-s). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, back pain, dysmenorrhoea, fatigue, weight increased, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy note: hsg test done which confirmed that the essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (per pfs) current weight 251 lbs. She received treatment for event bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added events: post procedural complication, uti. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('silver- gray, coiled device embedded within he endomyometrium'), pelvic pain ('pelvic pain/pelvic area') and menorrhagia ('menorrhagia'). In a 39-year-old female patient who had essure (ess205) (batch no. 12268332), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: overweight, hypertension, fibroids, uterine bleeding, myomectomy, nausea, irregular menstrual cycle, leiomyoma nos, pelvic adhesions, spotting vaginal, energy decreased, anemia and pelvic adhesions. Previously administered products, included for an unreported indication: oral contraception from 1992 to (B)(6) 2002 and advil. Concomitant products included: nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female and low back pain as well as amlodipine since 2000 and penbutolol sulfate (levatol) since 2000. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (general abnormal bleeding)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with surgery (ablation in 2010 and hysterectomy salpingectomy bilateral cystoscopy, lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, back pain, dysmenorrhoea, fatigue, weight increased, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted, essure insertion date as per mr is (B)(6) 2005. Ten coils noted, trailing from the left tubal ostia. There were thirteen trailing coils noted, on the right tube. Discrepancy note: hsg test done, which confirmed, that the essure device was successfully occluded (per summon). And patient did not undergo essure confirmation test (per pfs). Current weight: 251 lbs. She received treatment for event bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 29 kg/sqm. Hysterosalpingogram: on (B)(6) 2005, essure device was successfully occluded. Bilateral fallopian tubal non patency is demonstrated. Right sided filling detects consistent with sub mucosal fibroids. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver- gray, coiled device embedded within he endomyometrium'), pelvic pain ('pelvic pain/pelvic area') and menorrhagia ('menorrhagia') in a 39-year-old female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, hypertension, fibroids, uterine bleeding, myomectomy, nausea, irregular menstrual cycle, leiomyoma nos, pelvic adhesions, spotting vaginal, energy decreased, anemia and pelvic adhesions. Previously administered products included for an unreported indication: oral contraception from 1992 to (B)(6) 2002 and advil. Concomitant products included nsaids since (B)(6) 2004 and paracetamol (acetaminophen) since (B)(6) 2004 for pelvic pain female and low back pain as well as amlodipine since 2000 and penbutolol sulfate (levatol) since 2000. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed (general abnormal bleeding)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with surgery (ablation in 2010 and hysterectomy salpingectomy bilateral cystoscopy, lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the embedded device, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, back pain, dysmenorrhoea, fatigue, weight increased, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2005. Ten coils noted trailing from the left tubal ostia. There were thirteen trailing coils noted on the right tube discrepancy note: hsg test done which confirmed that the essure device was successfully occluded (per summon) and patient did not undergo essure confirmation test (per pfs) current weight 251 lbs. She received treatment for event bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded bilateral fallopian tubal non patency is demonstrated. Right sided filling detects consistent with sub mucosal fibroids.. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received: event silver- grey, coiled device embedded within he endomyometrium added and made medically significant and intervention required due to surgery. Ablation added to event menorrhagia and made medically significant and intervention required due to surgery. Reporter, lot number, rcc and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.